Manufacturer narrative:
(B)(4). A revision procedure was planned for a later date. Records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise which was oversensed and resulted in inappropriate shocks. It was reported the lead had dislodged. No adverse patient effects were reported.